Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a gastrectomy procedure for the treatment of stomach cancer, there was anastomotic bleeding requiring application of several cotton wools to the maintain hemostasis. Repeat procedure was required and there reportedly no lasting affect to the patient. The surgeon used 5 reloads. The first 4 reloads fired normally, however with the 5th reload applied to the anastomosis, there was bleeding at the staple line for which the surgeon had to use many cotton wools to maintain hemostasis.